Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a recent poor exercise tolerance and their heart rate dropped "suddenly down to 60"; and they have progressed to complete heart block with occasional bigeminal rhythms. It was reported that the implantable pulse generator (ipg) exhibited a sensing problem evident by 2:1 atrioventricular (av) block behavior. It was recommended to activate the rate adaptive av (raaav) feature. The patient will be followed up in a few weeks. The device remains in use. No further patient complications have been reported as a result of this event.